Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. It was reported that parts of the text on the display screen were missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings:the pump powered on with a clearly legible display screen. The complaint could not be duplicated during testing.